Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited nonsustained right ventricular oversensing due to post paced t-wave oversensing which resulted in the patient not receiving therapy. No device intervention was performed.